Event description:
Woke up to a very swollen right breast with shooting burning pain. Three years out from augmentation with silicone textured implants. Surgical removal of fluid turned out to be blood on (B)(6).